Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on anterior assessed, as surgical damage. Additional observations: no other observations were observed, on the device. No further actions are required, as the device was implanted. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Device was received, at the dal with report of "rupture". This record is for an unknown side.